Event description:
Thoracotomy for wedge resection. Plc75 dlu was loaded with a plcr75b reload and calibrated, closed, got into firing range and fired staples partially across the tissue but cut all the way across, leaving a tear on the lung tissue. Surgeon over-sewed the lung area to complete the case.